Event description:
It was reported that the patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing with wide complex morphology, causing several inappropriate electric shocks. Troubleshooting options were discussed and recommended. Then, reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.